Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported issues with the insulin pump. Customer states that there is a motor error alarm. The blood glucose reading is 67 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump alarmed motor error during the basic occlusion test due to faulty force sensor resistor. The motor passed the motor test. The rewind functioned properly during testing. The drive support cap was inspected and no anomaly was noted. The device had cracked reservoir tube lip, cracked battery tube threads, cracked case at the display window corner, minor scratches on the lcd window, scratched reservoir tube window, cracked reservoir tube, cracked reservoir tube window, and missing end cap sticker.